Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had been high out of range in the beginning of the year, although they had been trending down for several months. When the patient was evaluated, oversensing of the respiratory response trend feature (rrt) signal was observed. It was also noted that pacing thresholds had decreased since the last in-office check. The clinician reportedly programmed the rrt feature off and planned to continue to monitor the patient. No adverse patient effects were reported. The rv lead and ICD remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.